Event description:
The physician reported that during the implant of the right ventricular (rv) lead, the helix was difficult to extend. It is believed that the patient's vasculature was very tortuous. The lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).